Event description:
Device 2 of 2. Reference MFR report#1627487-2018-13489.

Event description:
Device 2 of 2. Reference MFR report#1627487-2018-13387.

Manufacturer narrative:
The patient information, device implant date and initial reporter is not available at this time. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report#1627487-2018-13387. It was reported that the patient experienced a bad headache. As a result, surgical intervention was undertaken wherein the physician removed the trial system. Additional information received identified that patient had no headaches. Attempts were not made to reprogram the leads. The scs trial ended in less than a day. No further information is available.